Event description:
Customer alleges the rear wheels failed resulting in a fall. The customer sustained a left hip fracture, rib fractures, and a torn rotator cuff.

Event description:
Customer alleges the rear wheels failed resulting in a fall. The customer sustained a left hip fracture, rib fractures, and a torn rotator cuff.

Manufacturer narrative:
Device not available for evaluation. Several attempts to obtain further information were unsuccessful. Device not available for evaluation.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.